Manufacturer narrative:
As the date of the follow up examination where the endoleak was discovered is unknown, (B)(6) 2021 will serve as the estimated event date. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, a distal type I endoleak was reportedly observed on the patient's right side. An additional stent graft was placed to treat the endoleak. The patient tolerated the procedure. No further information was provided in relation to this event.

Manufacturer narrative:
As the date of the follow up examination where the endoleak was discovered is unknown, (B)(6) 2021 will serve as the estimated event date. (B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On an unknown date, a distal type I endoleak was reportedly observed on the patient's right side. An additional stent graft was placed to treat the endoleak. The patient tolerated the procedure. No further information was provided in relation to this event.